Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is made available. Full name of event site: north shore med ctr fmc campus.

Event description:
It was reported that a uhs representative performed the software update under the current field action on the cs300 intra-aortic balloon pump (iabp), and the iabp produce a loud buzzing noise when performing water condensate removal process. The uhs representative did not feel confident releasing the iabp and getinge service representative was notified. However, the customer is to provide purchase order before service is dispatched. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The customer's biomedical engineer has advised that she contacted the getinge service territory manager (stm) that covers this event site and they determined that the sound/issue was likely a solenoid that was sticking. The stm recommended opening and closing that solenoid and the biomed did that for about 5 minutes and the noise stopped. The biomed then completed a full inspection from the beginning and all tests and calibrations passed and the iabp was cleared for clinical use.

Event description:
It was reported that a uhs representative performed the software update under the current field action on the cs300 intra-aortic balloon pump (iabp), and the iabp produce a loud buzzing noise when performing water condensate removal process. The uhs representative did not feel confident releasing the iabp and getinge service representative was notified. However, the customer is to provide purchase order before service is dispatched. There was no patient involvement and no adverse event was reported.